Event description:
It was reported that the patient had a fever and was in the ICU with pneumonia. The hcp was trying to eliminate the pump as a possible cause. The pump logs were read and were normal. A catheter dye study was done and was also normal. The hcp gave the patient a 50mcg bolus of medication and were monitoring the patient to see if there was any relief. The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).